Manufacturer narrative:
The device was not returned to olympus for inspection, and the reportable malfunction could not be confirmed. Based on the results of the investigation, without a device return, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the high flow insufflation unit had a u005 generator error. It was not specified during what type of device usage the event occurred nor how it was completed. Multiple failed attempts were made to acquire additional information. There was no reported patient injury or medical intervention associated with this event.